Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2025, due to the need for MRI and no benefit with device use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct date of implant (d6a) is (B)(6) 2024; not (B)(6) 2025 as previously reported. Device analysis report attached.